Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all stations were in disconnected mode. A technical support specialist (tss) found that the health sight viewer showed all devices as not communicating. Tss remoted into the application server and restarted the required services, including the data synchronization server service. The user verified that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were observed to be in disconnected mode, with an error icon displayed at the top of the screen on multiple devices. At the time of reporting, the stations were not in critical override. The customer indicated that users were able to retrieve emergency medications that had previously been configured, but there was concern that staff might initiate critical override due to the disconnected status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.